Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 . Pa, stated that they noticed the black insulation just behind the jaws starting to peel during the branch ligation phase of the harvesting procedure. They noted that at the time the insulation started peeling, the jaws started have more play at the area where the black insulation started to peel. No part of the peeling black insulation came off. This excessive play behind the jaws where the black insulation started peeling made it difficult to complete the case and a new kit had to be opened to complete the case. The case was completed without delay. No injury to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/27/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. The black sheath closest to the base of the jaws was observed to be peeled back, exposing the metal base of the jaws. No other visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaw. The jaws were able to be opened and closed with no visual defects observed, however there was a play with the jaws closest to the base of the jaws. Based on the returned condition of the device as well as the evaluation results, the reported failures "peeled; shaft" and "mechanical problem" were confirmed . The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot #3000276186 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.